Event description:
It was reported the patient is experiencing isolated pain at the ipg site. Reprogramming was unable to resolve the issue, however; the patient was given two new programs. In addition, the patient was given trigger point injections. Follow up information identified the patient underwent surgical intervention to reposition the ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.